Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high hemoglobin a1c (%hba1c) results generated by the unicel dxc 800 pro synchron chemistry analyzer. A sampling of the erroneously high %hba1c results were provided. The original results were 16.4%, 11.5% and 20.7% and the corrected results were 5.9%, 7.3% and 5.5.% respectively.the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Prior to the event, the qc recovered within the lab's reference range.bci engineer ran performance verification testing and the results indicated carryover of the catridge chemistry sampling system. The sample probe and wash collar were replaced and aligned.due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.